Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report rec'd from (B)(6) stating "service as needed" but after inspection it was found that the device had damaged blades, locking components, and hose. It is unknown if injury or medical intervention occurred. There was no add'l info provided.